Event description:
Intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance test result was obtained when the replacement generator was connected to the original lead. The lead and generator were disconnected from each other and then reconnected; however, repeat device diagnostic testing confirmed to yield high lead impedance results. Proper lead/generator connection was confirmed. Diagnostic testing of the replacement generator alone was within normal limits, indicating proper device function. Implanting surgeon elected to close the pt with plans for lead revision at a later time. It was reported that the pt underwent an additional surgery later that same day, during which both the lead and generator were replaced. Surgeon indicated that a lead break was noted at the time that both the lead and generator were replaced. Investigation to date has been unable to determine whether the high lead impedance condition existed prior to the generator replacement surgery or whether the lead may have been damaged during the generator explant procedure. No adverse event was reported in conjunction with the high lead impedance condition.